Event description:
A fallopian tube clip was being applied laparoscopically, when the clip fell out of the applicator and into the pt's abdominal cavity. A search for the clip was done, but it was not located. Another clip was applied to complete the case.